Event description:
It was reported that during testing, the device was only functioning on 6 channels. The pt is still able to hear.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.